Event description:
It was reported that during a davinci si pulmonary lobectomy procedure, the thoracic grasper instrument was not recognized by the davinci robot system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument not recognized could not be confirmed. The instrument was installed on an in-house davinci is3000 robot system. The davinci robot system successfully recognized the instrument, showing 17 uses left. The pogo pins did not stick and were not contaminated. Instrument also passed verification test. Additional observation not reported by site was a broken cable. One of the pitch cables was found to be broken at the distal end of the snake wrist. The cable sticks out of snake wrist and the wrist could not properly straighten due to breakage. The wrist motion was not intuitive. No other cables at wrist were damaged. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.